Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient was experiencing discomfort in her stomach area. Follow up on the patient found that the alleged pain has mostly resolved and she is very satisfied with the stimulation. The lead was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.